Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. As a result, customer's blood glucose level dropped to 45 mg/dl. To address the low blood glucose, customer consumed glucose tablets and juice, and did not require assistance from a third party. Cts educated caller about how control-iq operates and predicted glucose management, noting that the total daily insulin (tdi) setting was incorrect. Caller understood and acknowledged the explanation regarding control-iq and its reliance on tdi information for insulin adjustment.